Event description:
It was reported that bd alaris smartsite needle free valve was occluded the following information was received by the initial reporter with the following: it was reported by customer that when she was preparing the second vial, she was unable to push the sterile water into vial. She reports that she and her husband both attempted to trouble shoot the issues and were unsuccessful. Customer confirmed that she did miss this dose of winrevair.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.